Event description:
According to the reporter: the surgeon noticed blue flakes in the surgical cavity during surgery. The flakes were removed as much as possible. The customer believes the flakes are from the trocar and/or a washer. The sales rep looked at the eyeball of the trocar and it looks intact. There was no ill effect to the pt. The surgery was not extended beyond 30 mins. There is no report of any blood loss and no tissue was damaged. No additional medical intervention was required. No pt injury was reported.

Manufacturer narrative:
(B)(4).